Event description:
It was reported that the patient underwent l3-l5 fusion. Approximately three months post op, it was found that the setscrew backed out. No patient complications were reported

Manufacturer narrative:
Device was not returned to the manufacturer for evaulation. Unable to determine cause of the event.